Event description:
On 1/10/97, the facility nurse informed the MFR's sales rep of the following: the device was extravasating/leaking blood. The pt was taken to radiology where the device was injected with dye. This showed some fluid (dye) outside of the device. The pt was then taken to surgery to have the device replaced. Once the device was explanted from the pt, the physician was unable to duplicate the leak in the or. On 1/100/97, a medwatch report was also faxed to the MFR. No further details were provided at this time.